Manufacturer narrative:
Submit date: 3/22/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit was programmed to deliver 500 ml out of which 80 ml was remaining in the pocket at the end of the feed.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿the unit was programmed to deliver 500 ml out of which 80 ml was remaining in the pocket at the end of the feed¿. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.